Event description:
An optometrist reported patient with epithelial ingrowth of the left eye at three month lasik post-operative visit. At visit patient complained of "mild blur at near". Add'l info from reporter indicated patient is scheduled for an epithelial scrape and "will resolved with treatment".

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).